Manufacturer narrative:
E1: initial reporter postal code - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through eleven (11) small volume folfusors. The issue was identified during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to b5: affected quantity is one (1) [previously reported as eleven (11)]. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.